Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during a routine follow up, an alert for high, out of range, high voltage lead impedance was noted. The lead remains implanted and will be monitored. Patient condition is good.